Manufacturer narrative:
The remote service engineer determined that the battery needed to be replaced. The battery was replaced, and the issue was resolved.

Event description:
The customer reported the battery failed. There was no patient involvement.